Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was observed during visual inspection of the device both externally and internally. Due to contamination throughout the device, the device was deemed unrepairable and scrapped. A replacement device was sent to the customer. No trend is associated with events of this nature.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads and then would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file does confirm the customer's reported error message. However, without receipt of the device we are unable to determine root cause from the device log files. Analysis of reports of this type has not identified an increase in trend.